Event description:
On 3/2/1998 oratec electro thermal unit was used for a knee arthroscopy in operating room. Pt, sustained electro thermal burn. 4cm x 4cm reddened and blistered area was found postoperatively, under grounding pad on left anterior thigh. Grounding pad was found to have inadvertently separated from the pts thigh during intraoperative procedure, leaving only portion of pad adhered to pts thigh. This resulted in electro thermal burn. Manufacturers recommended disposable supplies were used, as also recommended guidelines per units instruction manual were followed. Oratec unit did not alarm, this unit does not have alarm that sounds when pad has lost contact with pt, additionally, unit continued to function during procedure, even though portion of pad had separated from pt. Facility verified this occurrence by using a demonstrator and with coagulating instrument plugged in, and pushing on pedal which operates machine. While pedal to operate machine was continuously held down, pad was removed from demonstrators arm. This unit continued to sound in operating mode, as though it would burn and ablate tissue without grounding pads adherence to pt.